Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient was hospitalized for diabetic ketoacidosis with a blood glucose as high as 494 mg/dl and vomiting. The reporter stated that the patient was given 18 units then 13 units totaling 1.5 times normal insulin to correct for blood glucose levels per the health care provider. The reporter indicated thinking that the patient may have been getting sick the hospital could not confirm the sickness. The reporter indicated that the patient resumed insulin pump therapy and the pump was not available at the time of the call for troubleshooting as the patient was at school. Animas attempted to follow up with the reporter at a later time to troubleshoot the pump but was unsuccessful. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause while using insulin pump therapy.